Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned attachment was tested by manufacturing personnel. Attachment began to emit a burning odor shortly after the free run test began. Test was aborted for safety concerns. Test failed all production specifications. This is not necessarily due to a failure of the attachment itself. Failure was entered on the data sheet by default. Quality personnel then investigated the attachment. Maximum temperature for the attachment exceeded requirements. Ambient cap temperature at time of testing was 23.1 c. Free run testing for 30 seconds resulted in a maximum temperature of 75.5 c. Free run testing for 3 minutes resulted in a maximum temperature of 104.5 c. Load testing attachment for 3 minutes resulted in a maximum temperature of 130.6 c. Maximum temperature is 13°c above cap ambient temperature after 30 seconds of free run. Maximum allowable temperature after 30 seconds of running attachment is 48°c in either free run or load testing modes. During examination after disassembly, interior cap and head cavities exhibited moderate to severe debris. Head tail, tail, set and main drive dog gear assemblies all exhibited slight to moderate wear and/ or debris and corrosion. It is possible that lack of lubrication may have caused friction and as a result, an acceleration of wear components mentioned above. This accelerated wear then could have caused debris to form inside the rotating components causing further friction and accelerated wear. This combination of events could have caused the breakdown of bearing components leading to the rapid increase of temperature experienced during testing.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated and burned a patient. There was no intervention required.